Event description:
It was reported that the patient experienced pericardial effusion due to a micro perforation from either the right atrial (ra) or right ventricular (rv) lead. The physician was not sure which lead. Both leads were removed and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If additional information is received, this report would be updated at that time.

Event description:
At this time, the product was returned and analysis was completed.